Event description:
A customer alleged a patient experienced contact dermatitis with blistering that required topical triamcinolone cream treatment and a delay in surgery with the use of the 3m¿ red dot¿ monitoring electrode with foam tape and sticky gel, 2560.

Manufacturer narrative:
B3: date not provided. D4: lot # & expiration date: unknown. D9: device not returned to manufacturer to date. E2 - e3: it is unknown if the reporter is a health professional. H4: manufacture date: unknown. H10: an evaluation of the electrode is not possible as a sample from the customer was not received. It is unknown how long the device was in place. The instructions for use states, 3m¿ red dot¿ monitoring electrode with foam tape and sticky gel 2560 are disposable, intended for single use, and has been tested for up to 5 days wear.